Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room with a right ventricular (rv) lead with no capture and a low, out of range impedance. During lead replacement procedure, it was found that the patient had twiddled the system so severely that the insulation was breached. The only consequence of twiddling was the insulation breach of the lead proximal to the suture sleeve. The lead was explanted and replaced. The patient was stable.